Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photo and observed visible silicone on the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. However, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that bd angiocath IV catheter 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "powdery fm was on a needle tip."

Manufacturer narrative:
Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath IV catheter 24ga 0.75in contained foreign matter. The following information was provided by the initial reporter: "powdery fm was on a needle tip."